Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: there as a battery compartment crack observed below grip pad. There was no evidence of short battery life or excessive battery usage observed in the pump's black box. The pump's current draws within specifications. No "battery life" issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a short battery life issue. The reporter noted that multiple batteries had been used but the issue continued. Troubleshooting indicated that there were low battery warnings in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.